Event description:
Event description cpi received information that during the implant procedure pauses in pacing were observed and artifact was noted on the ventricular channel. The leads were checked and retightened, brady thresholds were excellent and r-waves were good and did not change. Impedance measurements were within acceptable limts. Examination of the lead positioning under fluoro noted no visible change. The oversensing continued on a intermittent basis.